Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker structural balloon trocar opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states balloon would not inflate during an inguinal hernia repair. The insufflation syringe was not received. The obturator was received. The trocar balloon appeared intact. The insufflation valve was cracked. The trocar balloon was unable to be properly inflated due to the cracked insufflation valve. The locking collar and flapper valve functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a crack in the insufflation valve. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Replication of the cracked insufflation valve may occur from rough handling of the instrument during use. Damage to the reflux valve may result in issues with inflation and deflation of the balloon. The file will be closed as handling rough. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the user attempted to inflate the balloon; however, the balloon would not inflate. There was no reported patient injury or adverse event.